Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia requiring oral carbohydrate treatment after announcing a low- or no-carbohydrate meal as a usual dinner, with contributing uncertainty about preceding hyperglycemia and use during early adaptation; the user was on humalog and a g7 cgm, had recently performed a fill tubing while disconnected, and had started the ilet approximately three weeks prior. Symptoms included low blood glucose to 42 mg/dl without loss of consciousness or other acute complications. Outcomes included transient impact on glucose control for approximately 1.5 hours, self-managed with food, and no medical intervention or hospitalization. Investigation included complaint intake, user interview, and troubleshooting with education on meal announcements and system use. Investigation of this case revealed hypoglycemia of unclear cause in the context of potential overcorrection during adaptation and user behavior related to meal announcements, with no device alarms, no reported configuration changes, and no evidence of component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.